Event description:
Boston scientific received information that this device system was explanted due to pocket infection. There was concern that the wound care protocol may not have been followed by the patient. No additional adverse patient effects were reported, and it was unknown if the device would be replaced. The electrode was discarded, but it was anticipated that the generator would be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.